Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high out of range pacing impedance measurements of 2298 ohms in the right ventricular (rv) channel. Technical services (ts) was contacted and reviewed the information available. This rv lead remains in service. No adverse patient effects were reported.